Event description:
A volume discrepancy was reported with an actual residual volume of 18ml and an expected residual volume of 2ml. There were no symptoms of withdrawal or overdose. A dye study was being planned. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that patient was not getting therapy. On attempting a dye study under fluoro, an apparent kink in the catheter was noted and the hcp was unable to aspirate or inject the dye. At the time of refill, patient had 18mls of drug removed from the pump reservoir while the expected volume was 2 mls. During revision, the spinal segment of the catheter was replaced with another (B)(4) and on cutting the existing distal end there was cut good cerebrospinal flow. The proximal pump segment was accessed via the cap (catheter access port) and the physician was able to push dye via the cap. He also separated the sutureless connector and was able to aspirate and push dye through the proximal segment but when he attempted to aspirate and flush the sutureless connector he was unable to do so. The event date was reported as (B)(6) 2011. Patient outcome was stated as recovered without sequelae following revision.

Manufacturer narrative:
Analysis of the catheter model 8709sc, lot# n276875013 showed a procedural non-conformance. The catheter was patent with no leaking seen. There were tears/coring seen in the cup of the sutureless connector (sc), but no leaks. There was an indent down in the cup of the sc connector that was completely offset to the lumen of the catheter.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's pump contained morphine at a concentration of 15.0 mg/ml and dosage of 4.502 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.